Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported angina and thrombosis are listed in the xience v instructions for use as a known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during an elective case on (B)(6) 2011, a 2.75 x 23 xience v stent was implanted in a moderately calcified lesion located in the proximal to mid left anterior descending (lad) artery. Intravascular ultrasound (ivus) was used to confirm that the stent was well expanded. Timi flow was good and the procedure was completed. On (B)(6) 2011, the patient presented with chest pain and elevated enzymes. The next day, thrombosis was confirmed in the 2.75 x 23 xience stent; therefore, ballooning was performed and the procedure was completed with excellent blood flow. The patient condition as of (B)(6) 2011 was good. The physician commented that he does not think that the thrombosis was related to the xience v stent. No additional information was provided.